Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, device was showing not communicating status. Upon rebooting the system, smoke came out of the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-mar-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that ballast for the fluorescent lights had gone out. A field service engineer (fse) checked all electrical wiring, and the rest of the machine was thoroughly inspected with no additional damage found. The station was powered on, logged into carefusion admin (cfnadmin), and network settings were reviewed to verify that the network adapters and communication sled were not damaged. To test the repair, the station was powered up and confirmed to successfully connect to the network. Then the ballast was ordered and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.